Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (ddhr) review on legacy complaint (B)(4) found no non-conformances on this batch. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ added: d11 and h6 (patient). Corrected: h4. Removed: (3191) medical device removal. No code available (3191) is used to capture joint instability and device revision or replacement.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Attune knee claim letter received. Claim letter alleges injury, mechanical loosening, pain, and disfigurement. It was reported that upon revision on (B)(6) 2016 that loosening occurred at implant-cement interface. Cement manufacturer used was unknown. Doi: (B)(6) 2014; dor: (B)(6) 2016; right knee.